Event description:
It was reported the pt was unable to establish communication with her ipg using the programmer and charger. It was reported her ipg allegedly showed a communication error and the pt would wait a few months between charges. The pt's ipg was explanted and replaced and effective stimulation was reported postoperative.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.